Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the artificial urinary sphincter (aus) was not working as expected and, due to that, the patient experienced again urinary incontinence. Due to this, the procedure was completed using another device. There were further no patient complications.